Manufacturer narrative:
Integra has completed their internal investigation on 02may2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: during testing, it was observed that the transducer was found damaged resulting in reduced stroke and reserve power. The transducer, housing and o-rings need to be replaced prior to the handpiece been calibrated to manufacturer¿s specifications. No non-conformance reports were raised during the manufacturing process for this handpiece. All results of the functionality tests were recorded as within specification and final release checks were performed satisfactory following company work instructions prior to the handpiece been released. There was no service history for cusa excel handpiece c2601 serial number (B)(4). The DHR review has been deemed satisfactory. A minimum of 12 months review of cusa excel handpiece part number c2601 was completed using the following key words ¿hp not working¿ and a root cause ¿faulty transducer¿ in the search criteria. The review encompassed from dates 08-mar-2015 to 26-apr-2016. A total of (B)(4) complaints were reviewed of which (B)(4) complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 1st identified cusa excel c2601 handpiece complaint for the reported failure with the root cause identified as faulty transducer resulting in handpiece not working. No trend has been identified. The root cause of the handpiece not working was due to the faulty transducer which was found damaged during testing resulting in reduced stroke and reserve power.

Event description:
It was initially reported that the user was having frequent problems with the handpiece and the main equipment. Now, within a month, they have changed the hand piece and that the board should be change now. Additional information was requested and on 06apr2016, the following was provided: the effect was not there with the handpiece during the liver resection surgery. There as no patient harm or injury reported. A replacement product was available to be used ("used in apc"). There was a surgery delay of more than 2 hours. There was no patient adverse consequence due to the surgery delay. Several attempts for clarification/more information has been requested but to date, no other information has been received.